Event description:
It was reported via repair work order that the side rail was stuck in the mid-position due to bent timing link. It was also reported that the litter head end plastic was damaged with exposed sharp edges. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Gave customer estimate on repairs.